Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed. The DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4). Methods: no testing methods performed. Results:no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. Concomitant products: 1.carto 3 system, model #:m-4800-01, serial #: (B)(4). Smartablate generatormodel #: m-4900-07, serial #: (B)(4). 2.smart ablate pump. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ischemic ventricular tachycardia - left (l-isvt) procedure with a smart touch bidirectional catheter and suffered a vessel perforation which required advanced cardiac life support (acls) protocols and iliac angiograms to be performed. It also required an insertion of a covered stent. The patient's medical history is unknown. During the retrograde approach, the catheter had come back across the aortic valve and when attempting to reinsert the smart touch bidirectional catheter into the left ventricle, the right iliac artery was inadvertently dissected and perforated. The patient had a notable drop in blood pressure, elevated heart rate and eventually was a full code, but EKG showed sinus tachycardia. The dissected artery was repaired within 30 minutes by another physician on site. The initial intervention was advanced cardiac life support (acls) protocols during the code to address the hypotension. After the patient was stabilized, iliac angiograms were performed. It was followed by an insertion of a covered stent to the right iliac to cover the perforation and dissection. The patient stabilized after the intervention and was sent to the ICU for recovery. The outcome of the adverse event was that the patient was improved. It was not thought at that time that a biosense webster product was responsible for the injury. The patient did require extended hospitalization as they were monitoring the lab work after receiving blood due to the bleed and after stent placement. The physician did not provide a causality opinion for the cause of this adverse event.